Event description:
A vague report of an underinfusion of a kcl solution was received. The infusion rate of solution was not reported. No pt information was received. No pt injury was reported.

Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. **evaluation summary** the infusion pump was evaluated by the hosp biomedical engineering department. The pump was tested at 166 ml/hr using an ida 2 testor. The accuracy results were within specification.